Event description:
The reporter stated the surgeon was advancing a cc4204bf collamer plate lens through the cartridge with great difficulty and the haptic tore. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned object found one haptic torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.